Event description:
It was reported that the customer went to the emergency room (ER) due to elevated ketones and vomiting. The customer received a chest x-ray and unspecified prescriptions. The customer was released from the ER approximately 4 to 5 hours later, however the issue did not resolve. The customer returned to the ER due to elevated ketone levels. Further details and nature of the ER visits were not provided. The cause for the reported issue is unknown; however, there was no allegation of device deficiency. The customer declined to provide further information regarding the reported issue.